Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment. . Summary provided based on best available information. Serious injury (infection) not confirmed but reported based on intervention.

Event description:
Clinic called to report a patient had a painful lump under right arm after procedure. The physician prescribed an antibiotic and ibuprofen but no improvement was reported for at least 2 weeks. Current status unknown.

Manufacturer narrative:
Still no confirmation of a serious injury or that the patient had an infection. Since the issue resolved after antibiotic was prescribed, will presume this was some sort of infection.

Event description:
Clinic called to report a patient had a painful lump under right arm after procedure. The physician prescribed an antibiotic and ibuprofen but no improvement was reported for at least 2 weeks. Patient also reported a pulling sensation when lifting her arm. Followup 4 months after the treatment confirmed that all issues resolved.